Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 480mg/dl, 190mg/dl, 280mg/dl. Tests were done within 10 minutes with a difference of 54%. Patient did not experience any adverse events. No further information has been reported.